Event description:
It was reported that device movement and thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and all release criteria was met. After the closure device was released from the core wire the physician noted that there was a proximal shift. The physician observed the closure device for several minutes for any additional movement. It was also noted that there was a thrombus within the implanted closure device. The procedure was completed and there were no interventions or treatments that were performed. The patient had no consequences as a result of these events and has since been discharged from the hospital.